Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the lead was explanted due to exhibiting high pacing threshold measurements.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported.